Manufacturer narrative:
(B)(4). The batch history records were reviewed, and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the active blade of the device broke. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # l92a9d. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and can result in not passing the pre-run test followed by an alert screen, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was received: did the broken blade tip fall into the patient? Yes. If yes, was the broken blade tip retrieved from the patient? Yes.

Manufacturer narrative:
(B)(4). Additional information was received: the device of issue was an har9f, not an fcs9. Catalog is har9f and unique identifier (UDI) is (B)(4).